Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered while snowboarding. Customer is unable to interact with the pump touch screen due to the damage and the touch screen will not display anything. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to a backup pump for insulin therapy.